Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The circular seal was cut and there was a piece missing.replication of the reported condition may occur as a result of rough handling or a sharp instrument making contact with the circular seal. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident.no enhancements or improvements were generated for the reported condition.should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. During use of the device, the surgeon found a part of the seal of the trocar in the abdominal cavity of the patient. The piece was retrieved from the patient using forceps. A new port was used to complete the case. There was no patient harm. The status of the patient is no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.